Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited intrinsic amplitude out of range at 0.8mv (millivolts). In addition, the pacing impedance dropped the same day from 550 ohms to 450 ohms. The recorded electrograms (egms) have since recorded noise causing oversensing with pacing inhibition on this implantable pacemaker. It was recommended to have a lead assessment with a programmer. Additional information provided advised the patient was being admitted to the hospital for evaluation. The device and the non-boston scientific rv lead remain in service. Additional information received advised the non-boston scientific rv lead and device were explanted and replaced. Outside of the revision, no adverse patient effects were reported.